Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that the controller was taking a long time to connect to the pump to get the bolus since 9 months ago. The patient stated they received a new personal therapy manager (ptm) about a year ago because the old one was malfunctioning and the new ptm connected right away and gave them the bolus in about 10 seconds but in the last 9 months it wastaking forever to deliver a bolus. The patient stated the ptm went from 0% to 90% and then got stuck and it took 3 and half mins to deliver the bolus. The patient stated they get 10 bolus a day. The manufacturer's patient services specialist (pss) assisted patient with clearing the data on the ptm. Pss reviewed device function and recommend close all apps after doing a bolus. The troubleshooting steps that were taken on the call resolved the issue.